Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action #, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that the nurse programmed an infusion, then shortly after the infusion started ("within minutes, possibly less than a minute - uncertain about the exact time frame"), the pcu and all attached pump modules "powered off unexpectedly without an alarm, stopping the infusion." It was reported that removing one of the pump modules prevented further shutdowns. The pcu was plugged in at the time according to the nurse, and there was a medication drip (heparin) in progress at the time of the shutdown. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse programmed an infusion, then shortly after the infusion started ("within minutes, possibly less than a minute - uncertain about the exact time frame"), the pcu and all attached pump modules "powered off unexpectedly without an alarm, stopping the infusion." It was reported that removing one of the pump modules prevented further shutdowns. The pcu was plugged in at the time according to the nurse, and there was a medication drip (heparin) in progress at the time of the shutdown. There was patient involvement but no patient harm.